Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's leads had migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The device is no longer reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated patient lost effective therapy due to ipg had reached end of life. To address the issue, patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced. The leads were found not migrated and there were no allegation against them. Therapy was restored post-op.